Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am having hysterectomy') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side having issue/having pain on left side') and hysterectomy ('hysterectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure") and bladder disorder ("bladder issue") and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2017 and hysterctomy in (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, hysterectomy, pelvic discomfort and bladder disorder outcome was unknown. The reporter considered bladder disorder, hysterectomy, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- bladder issue, pelvic pressure ,hysterectomy. Reporter were added. Follow up 4 and 5 processed together. On 23-mar-2020: social media received: new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side having issue/having pain on left side') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event medical device removal was updated to left side having issue/pain on the left side was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.